Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that their onetouch ultra2 meter read inaccurately high compared to their normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2023, at 9:30 pm, after returning from travelling, they began to obtain high blood glucose readings such as ¿355 and 300 mg/dl¿ with the subject meter when compared to their normal results. The patient manages their diabetes with 3 units of short-acting insulin 3 times a day and 1 unit of long-acting insulin once a day. The patient reported administering their normal dose of insulin a few minutes after the alleged issue began. 2 hours later, the patient claimed they experienced ¿severe low blood glucose¿ with symptoms of ¿headache, body sweating and difficulty to talk¿. The patient self-treated with glucose tablets at the onset of the symptoms. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.